Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, the pacemaker was said to be at end-of-service (eos) but was displaying a battery voltage of 2.83v. A firmware reboot was performed in order to resolve the inappropriate eos status and resume normal operation. No patient symptoms were reported.